Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and the tubing had little and the tiny air bubble. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was malfunctioning. The customer declined the troubleshooting for the air bubble anomaly. The device will not be returned for the analysis.